Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Upon review, it was noted that there was a gradual increase in the impedance measurements over a time. It was suspected that it could likely be due to calcification. The plan was to continue monitoring with a follow-up and the physician was also considering future lead revision. This lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Upon review, it was noted that there was a gradual increase in the impedance measurements over a time. It was suspected that it could likely be due to calcification. The plan was to continue monitoring with a follow-up and the physician was also considering future lead revision. This lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains correction in section d6a implant date. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Upon review, it was noted that there was a gradual increase in the impedance measurements over a time. It was suspected that it could likely be due to calcification. The plan was to continue monitoring with a follow-up and the physician was also considering future lead revision. This lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead exhibited sudden increase in shock impedances, measuring at 150 ohms. The lead was suspected to be fractured. The plan was to have this lead replaced soon. No adverse patient effects were reported.